Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Other measurements were analyzed and are within normal limits. No changes have been performed as a normal battery depletion exchange procedure has been scheduled for the near future. At this time this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.